Event description:
Complainant alleged that while attempting to treat an (B)(6) male pt, the device's pacer output and rate were intermittent. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.